Event description:
It was reported that this implantable lead was part of the system revision due to infection. Reportedly, the patient's blood culture had positive a result, and the infection was not device related. There were no additional adverse patient effects reported. The implantable lead was explanted.